Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to a high out-of-range (oor) right atrial (ra) pacing impedance measurement of greater than 3000 ohms. Additionally, there was some stored events due to noise and there was a small unsensed deflections on the right ventricular (rv) channel. The health care professional (hcp) did rule out electromagnetic interference (emi). Technical services recommended to perform pocket manipulation and isometrics to see if the noise can be re-produced. The hcp will try this and may consider a x-ray. At this time, this pacemaker and ra lead remains in service, and there were no adverse patient effects reported.